Manufacturer narrative:
Device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an issue with six infusion set was leaking at site. The blood glucose level was 400 mg/dl at the time of incident and was managed by bolus via pump. The patient had moderate ketones as well. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin successfully. No further information available.